Manufacturer narrative:
Product was returned for evaluation following initial report of the event. Upon analysis, it was determined that the allaged complaint was for the inserter and not the handle and therefore no longer considered to constitute a reportable event. The complaint will be continued to be processed per our internal procedures through closure.

Event description:
It was reported that a metal piece broke off the instrument.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed

Event description:
It was reported that a metal piece broke off the instrument.